Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic and the implantable cardiac defibrillator exhibited premature battery depletion. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable during and post procedure.

Manufacturer narrative:
Correction: (B)(4).